Manufacturer narrative:
On 07/19/2016 the field service engineer replaced the main analyzer card to fix the output issue. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported that the coulter act diff analyzer was not generating white blood cell (wbc) counts. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.